Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced ongoing intermittent occlusion alarms. Blood glucose (bg) level was 400 mg/dl. The ketone level was small. Insulin injections were administered to address the bg level. Upon direction of a healthcare provider, the customer discontinued use of the pump for insulin delivery. A cause of the occlusion could not be determined.